Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information . D9 device available for evaluation - correction. D9: device returned to MFR - additional information . D9: date device returned - additional information . H2 type of follow up: additional information/ device evaluation/correction. H3a: device evaluated by mfg- additional information . H3b: evaluation included - additional information . H6: additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed/failed. Internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.